Event description:
Per the clinic, the patient developed an infection at the implant site. On (B)(6), 2014 the patient was prescribed an oral antibiotic. The infection did not resolve. Subsequently on (B)(6), 2014 the device was explanted.

Manufacturer narrative:
This report is filed january 21, 2015.

Manufacturer narrative:
(B)(4)